Manufacturer narrative:
Exact date unknown, event occurred after the implant procedure on (B)(6) 2019.

Event description:
It was reported that the patients ipg was causing pain at the battery site and was difficult to charge. The patient underwent an ipg explant procedure. The explanted ipg was discarded.